Manufacturer narrative:
Additional information provided in h.6. And h.10. The file indicated the use of a qualified cartridge and handpiece. The file also indicated the use of a non-qualified viscoelastic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, glare and halos. Described vision as "like looking through a bottle". The iol was exchanged for another lens approximately two months after the initial implantation. Additional information has been requested.